Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to blood glucose. Reportedly, the supplies were changed to address the event. Customer reported that the event was due to the infusion set; however, it could not be confirmed.